Event description:
During revision of a p.c.a. Primary knee baseplate the surgeon attempted to snap the insert onto the baseplate. After repeated attempts they opened another insert which snapped in without any difficulty.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event is associated with intraoperative procedures.